Event description:
It was reported to manufacturer that the vns patient's device was disabled due to high lead impedance observed on a system diagnostic test. The high lead impedance was observed several months prior to the report of the incident to manufacturer. Further follow up with the treating physician's office revealed that the patient lives in a nursing home and is non-verbal. The physician's office is working with the nursing home faculty on the plan of care for this patient. The device remains disabled.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.